Event description:
It was reported that pump declared altitude alarm 21 on a previous day, but insulin delivery was not currently suspended and customer had not experienced this issue before with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer resumed insulin using original cartridge, and technical support provided tips for preventing altitude alarms, which caller understood and acknowledged.